Manufacturer narrative:
The technician found an unknown substance inside that was sticking to the side rail latch. The technician removed the side rail latch and cleaned the latch and latch pin areas and then slightly lubing so the latch latches to the latch pin to resolve the issue.

Event description:
The technician alleged the side rail would not latch. No patient impact.